Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a beep/vibrate anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported receiving the replacement insulin pump, but the vibrate and sound did not work. The customer reports the vibrate never worked and the sound is sporadic. During troubleshooting the customer heard the beep, however the insulin pump never vibrated. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump unable to vibrate due to broken vibrator black wire. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted.